Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (check therapy pad, adjust belt messages) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between ECG b and the dn. The cause of the non-functional therapy electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that a patient was experiencing "check therapy pad" and "check therapy pad" messages.